Event description:
It was reported the patient had episodes of weakness starting with "tightening in upper abdomen and lower chest" following a catheter replacement. At the same time, they would get cramps in their back/butt/leg and had a loss of strength in both legs. Sometimes, it would go up into their chest and they would have pain that would "go down bilateral first three fingers going numb and tingling." The patient had several diagnostic tests performed including: 3 mris, 2 CT scans, a complete cardiac workup, a spinal angiogram, and CT of hear (aortic valve and organs). They could not determine the cause of the patients symptoms. The patient was recommended to be tested for possible allergic reaction to the pump. Additional information received reported that there was a suspected pump failure and the pump was to be replaced on (B)(6) 2014. It was stated that there was a loss of therapy and the patient experienced pain after the current pump was placed in (B)(6) 2013. A dye study, roller study, and x-rays were performed; no results were reported. The patient¿s status at the time of the event was said to be alive and no injury. The patient was being managed with oral medication. The pump was used to deliver dilaudid and clonidine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump, model # 8637-40, sn (B)(4), found no anomaly.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the dye study was "fine" and the rotor study was reported as "good." The therapy wasn't giving relief. The patient's status after the device was removed was "recovered without sequela."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that by (B)(6) the patient had a rash that went from the patient's belly button to the side of their abdomen, dark red. When the pump was replaced, the hcp "cleaned out the pocket" and cut tissue that was decaying. The hcp also took a tissue sample.